Manufacturer narrative:
Details will be provided with the action that will be conducted in cooperation with the us FDA. The I-stat value assignment sheets provide the target values and ranges for the I-stat control and calibration verification materials. The materials are used as part of the I-stat system to verify the performance of the analyzer and cartridges.

Event description:
A remedial action has been initiated to replace copies of the value assignment sheets. Abbott point of care has determined that the three I-stat level 2 control value assignment sheets listed above contain the incorrect range for pco2, blood urea nitrogen (bun) and glucose for the I-stat ec8+, 6+, ec4+, e3 and g cartridge types. Abbott point of care has made the decision to update the affected value assignment sheets to ensure the performance of our products. This action is being conducted in cooperation with the u.s food and drug administration. Lot numbers associated with product action: (B)(4).